Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was not properly removing residual air from the cartridge. Tandem customer technical support educated the customer on the proper load techniques. Customer resumed insulin to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.